Manufacturer narrative:
An analysis was performed by a vigilance reporting specialist (vrs). Device experienced issues with the ECG leads/cable, ECG connector block, visualization associated with the ECG results, or any other issues associated with the ECG. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Appropriate regulatory reporting actions have been taken. Clinical assessment was initiated. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Analysis was performed by customer only. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to the ECG truck cable failure. The root cause of the ECG truck cable failure could not be determined. Customer replaced the ECG truck cable to solve the issue, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the dfm100 indicating that there was no ECG waveform during use. Device was in clinical use at the time of event, however, there was no actual harm or injury reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that when h27 ambulance was transferred before hospital, the lead of defibrillation monitor (resuscitation room) did not show waveform, and the connected monitor showed acute myocardial infarction in the emergency department of nanhai fifth people's hospital. Device was in clinical use but no reported user or patient harm. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.